Event description:
Information was received that a revision procedure was performed for the removal the magec rod and conversion to definitive fusion. As per the reporter, there were a lot of black stains to the tissue where the rods had been lengthening. There was no infection or necrosis. No additional information has been provided at this time. Report 1 of 2.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information has been provided.

Manufacturer narrative:
The unit has not been returned to the manufacturer for direct investigation. This investigation was performed based on provided intraoperative photographs. During evaluation of the provided intraoperative photographs, presence of possible black discolored tissue was observed along the location where the rod was placed which confirmed the reported tissue discoloration. The unit¿s work order was reviewed and confirmed that the device passed all quality inspections per the acceptance tests prior to shipment. The exact cause of the reported failure mode could not be determined due to the limited clinical information as well as no device return.